Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device broke. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. A 6f guidezilla¿ ii guide extension catheter was selected for use. During the procedure, ballooning was performed using a non bsc balloon; a non bsc wire was used with this device and was passed through the target lesion. A unspecified stent was used to enter the target lesion but it failed due to its tortuosity. Guidezilla was then used, however, the device broke as it was entering the lesion. The device was removed from the patient. Procedure was completed with another of the same device and stenting was performed. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The hub, hypotube, and collar were microscopically and tactile inspected. Inspection revealed a complete separation at the distal edge of the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the device broke. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified distal left anterior descending artery. A 6f guidezilla¿ ii guide extension catheter was selected for use. During the procedure, ballooning was performed using a non bsc balloon; a non bsc wire was used with this device and was passed through the target lesion. A unspecified stent was used to enter the target lesion but it failed due to its tortuosity. Guidezilla was then used, however, the device broke as it was entering the lesion. The device was removed from the patient. Procedure was completed with another of the same device and stenting was performed. No patient complications reported and patient's status was stable.